Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. Reportedly, hearing performance with the device has not been affected. There is no report of an accident or trauma. It was suggested to re-map the recipient with all affected channels disabled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Additional in situ measurements from the field, revealed an increase of hi channels over time, which goes in line with the above mentioned results. However to determine an exact root cause a device investigation of the explanted device is necessary. No re-implantation is scheduled at this time.

Event description:
Although in situ measurements show affected channels it was reported that the user's hearing performance with the device has not been affected. There is no report of an accident or trauma. No further information has been made available from the field.

Event description:
Although in situ measurements showed affected channels it was reported that the recipient's hearing performance with the device had not been affected. There was no report of an accident or trauma. The recipient has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.